Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a meniscal repair procedure utilizing an anchor device on (B)(6) 2012. During the procedure, after deploying both anchors in the medial meniscus, the surgeon was tensioning the loop and the first anchor pulled out. The surgeon cut the suture and pulled the implants out then used competitor product to complete the procedure.